Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: data files and field service engineering report (fser) were returned and analyzed. Data files did not show any system notices for the reported event date. Per the fser excessive base flow corrected by tapping on check valve (cv4) was noted. On initial testing, the issue as reported was not reproducible; however, mechanical testing of cv4 revealed a sluggish reaction suggestion of failure. Cv4 was replaced and the console tested. No additional uncorrectable faults noted. In conclusion, the reported issue of the baseline flow icon was confirmed through the fser. Console n-6312 failed inspection in the field due to a defective check valve (cv4). The console was tested and deemed appropriate for clinical use after repairs. (B)(4).

Event description:
It was reported that during a cryoablation procedure, the cryoconsole received a baseline flow icon immediately after the system integrity test. The balloon catheter and coaxial umbilical cable were replaced without resolve. A field service visit was scheduled, and the case was able to be completed with cryo. The console subsequently tested out of specification upon the manufacturer's investigation. No patient complications have been reported as a result of this event.